Manufacturer narrative:
A ge rep evaluated the system and tightened the swith connector. System operates as intended.

Event description:
Customer reported a broken power switch. No pt injury was reported.